Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received a call from a field representative stating he was going to deactivate a device for a patient in hospice care. When the field representative interrogated the device, he got a message that the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No further action will be taken at this time.

Event description:
--